Event description:
The manufacturer received information alleging a trilogy evo has a broken screen. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo has a broken screen. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, at a third-party service center the customer complaint is confirmed. The device's display has been replaced to address the issue. Additionally, not related to the issue the device's front panel was replaced due to cosmetic scratches. The detachable battery door, filter cover, and vanity cover were replaced due to damage. In addition, the cooling fan assembly, muffler assembly, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2, were replaced due to dust contamination. The device passed all final testing.